Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported that during patient transfer the spreader bar detached from the device. As a consequence of the event the patient fall of the device. The patient sustained bruise.

Manufacturer narrative:
Collecting information is ongoing. Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
The customer manager informed about the event involving maxi 500 floor lift. It was reported that during patient transfer to the bed the spreader bar detached from the device. As a consequence of the event, the patient fell out from the device and sustained a bruise. After the event, the device was evaluated by an arjo service technician. The visual inspection showed that the worn pivot bolt shredded out from the spreader bar (this part is intended to attach the spreader bar to the device, hold the spreader bar in the correct position) what led to the spreader bar detachment. Following maxi 500 instruction of use (001.20815 rev. 0) the following check should be performed by the qualified technician: every month needs to ¿make sure that the pivot shoulder bolt is securely fastened and the cotter pin is in place.¿ we cannot confirm if the monthly check was performed in accordance to recommendation in the IFU. The customer did not provide any additional information regarding the complaint. To conclude, the lift was used for the patient¿s care and in that way contributed to the alleged event. Since the spreader bar detached from the device, it can be stated that the device did not meet its performance specification. We report this event to competent authorities due to the fact that the spreader bar detached during transfer.